Event description:
It was reported that the pump touch screen was delayed in responding to presses. Customer¿s blood glucose level was not impacted. Customer was educated on pump functionality and continued to use pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.